Event description:
It was reported that the patient has expired after an implant duration of approximately 2.3 months. Through follow-up with the health-care provider, a response was received. Unfortunately, the cause of death was not provided. Per the operative report of (B) (6) 2009: the patient tolerated the procedure well and will be brought to the intensive care unit in stable condition following the procedure. The patient's family was updated about the patient's condition and the difficulty of the operation, as well as informed about the fragility of the patient's tissues.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had other related events; (B) (6). Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.